Event description:
The customer reported via phone call that she was having issues with her continuous glucose monitoring system. The insulin pump alarmed calibration error or lost sensor. Customer's blood glucose level was 400 mg/dl. The insulin pump was not communicating with the transmitter. The device was not returned.

Manufacturer narrative:
Reference medwatch 2032227-2015-20202 for additional information. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.